Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because sufficient clinical data was not received and no lot number was identified with this complaint; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported following the implant of a micro-stent filtration device, there was a small amount of hyphema related to bleeding around the device insertion. At the second postoperative week, patient presented acutely with eye pain and nausea. The patient's intraocular pressure (iop) was not controlled following the implant. Upon the pressure reaching 30 mmhg a gonioscopy exam was performed which showed the stent was occluded with a clot. A yag laser procedure was performed and the iop was reduced.